Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their sensor was not calibrating correctly and the device alarmed. Customer stated that the device has been unable to calibrate their blood glucose levels correctly and was not adhering. Customer's blood glucose level was 105 mg/dl at time of reporting. Nothing further reported.